Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation results and to correct the device lot number and update manufacture date. The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The distal end of the device was inspected under a microscope and found approximately 17mm of the probe detached. The detached probe portion was not returned for evaluation. The device was tested with a usg-400/esg-400 and a u509 ¿probe damage¿ error message was observed. A visual inspection was performed on the received device and noted tissue buildup on the jaw. The ptfe pad (teflon pad) was inspected and found to have normal wear with no metal exposed or no abnormality.

Manufacturer narrative:
The device was not returned to olympus for evaluation. Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. Based on similar reports, this type of probe damage is most likely related to the operator's technique. The instruction manual contains several warning statements in an effort to prevent damage to the probe. "Do not to activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
Olympus was informed that during a therapeutic total laparoscopic hysterectomy (tlh) procedure, the probe broke in two pieces and fell into the patient. The device fragments were retrieved using a grasper. There was no bleeding observed. A ¿probe damage¿ error message was observed on the generator. The intended procedure was completed with a similar device. There was no patient injury reported. Additionally, the user facility reported that the device and the connection points were inspected prior to the procedure with no anomalies found.